Event description:
The nurse hung a prefilled 20 ml epinephrine syringe concentration 0.1 mg/ml. The baby weight is 2.7 kg. The calculation dose was 0.3 mcg/kg/hr. When she programmed in weight and dose, the pump alarmed and gave the message "input out of range, less than minimum value". The nurse then backed out and selected "more". This allowed her to go outside the guardrails and select mcg (should have been mg.) She then put in 0.3 mcg / ml and selected mcg again, entered the weight and this took her to mcg/ kg/ min. She put in 0.3 mcg/kg/min. The rate was the 162 ml / hour. The entire syringe ran in about 10 minutes. The nurse believed the pump was broken. Upon investigation is was discovered that the problem was a programming error. The nurse had selected the wrong concentration and the pump was then programmed using the dose /kg/min. The syringe was made in mg/ml not micrograms.what was the original intended procedure?epinephrine infusion 0.3 mcg / kilo / hour.device #1is this a laboratory device or laboratory test?no.